Manufacturer narrative:
(B)(4). Report is filed due to alleged injury. Current user guide covers proper transfer methods and use. (B)(4). Facility staff tried to recreate the incident and were unable to do so.

Event description:
Distributor reported that a resident was being transferred from bed to wheelchair when the golvo tilted over. The resident hit head with superficial cut to back of the head.